Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product had a blockage alarm. Event occurred before patient use, during testing. There was no patient involvement and no patient harmed reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found there was no physical damage. An occlusion alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. As a preventative measure, the downstream occlusion sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.